Manufacturer narrative:
H.6. Investigation summary: six samples were received, four of the samples sent have double component (needle), which is damaged (bent, broken or without hub). The remaining two samples only contains the needle hub. No defect observed for plunger rod broken. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Feedback on good manufacturing practices to operational personnel will be communicated. H3 other text : see section h.10.

Event description:
It has been reported that the bd¿ syringe with needle has been found experiencing six occurrences of damaged plungers before use. The following has been provided by the initial reporter: syringe with damaged plunger and without needle.

Event description:
It has been reported that the bd¿ syringe with needle has been found experiencing six occurrences of damaged plungers before use. The following has been provided by the initial reporter: syringe with damaged plunger and without needle.

Manufacturer narrative:
Correction: client clarified that the complaint is in relation to syringe with damaged plunger and updated the lots involved, in this case only one: (B)(4). The following information has been updated: d.4. Medical device lot#: 9048609. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-04-08 h3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9048609, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-08, medical device lot #: 9048608, medical device expiration date: 2024-02-28, device manufacture date: 2019-04-09, medical device lot #: 8186612, medical device expiration date: 2023-07-31, device manufacture date: 2018-08-27. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe with needle has been found experiencing six occurrences of damaged plungers before use. The following has been provided by the initial reporter: syringe with damaged plunger and without needle.